Manufacturer narrative:
The evaluation could not confirm the reported issue. However, a clog (foreign material) in the nozzle at the distal end of the scope was found. The foreign material is unknown and there was no deformations to the nozzle. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that a customer evis lucera gastrointestinal videoscope was returned to the olympus repair center for a reported "air or water flow is weak of ineffective" that first occurred during reprocessing after completing unspecified procedure with the same device. However, during inspection and testing olympus found the air/water nozzle at the distal end of the scope was clogged with a (reportable) foreign material. No patient death, injury or infection was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the complaint was confirmed. The assumable cause was the reprocessing process at facility did not follow instructions for use (IFU) recommendation. It was surmised that the facility staff was likely inadequately trained in device handling or reprocessing in accordance with IFU. According to component analysis, main component of the material was silicone rubber. The foreign material was not specified but was identified as originating from cellulose. The nozzle was replaced. The instruction manual identifies the following related verbiage: ¿2-6. Labeling review: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. IFU also states on use of a/w channel cleaning adapter to prevent clogging as follows: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.